Event description:
It was reported that upon deployment of a vascular stent, the vascular stent twisted. An additional stent was deployed inside the initial vascular stent for vessel wall protection. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The image provided confirms a twisting of the stent in the middle section. Potential factors that could have led or contributed to the reported event has been evaluated. Similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual pt factors may contribute to the twisting of a stent in this region. Reportedly, the lesion had not been pre-dilated which may be another contributing factor to the reported event. Based on the info available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU also states: "predilation of the lesion should be performed using standard techniques".